Manufacturer narrative:
Event site name: (B)(6). Event site telephone: (B)(6). Additional information will be provided following the conclusion of the investigation.

Event description:
On 13th march, 2024 getinge became aware of an issue with one of surgical light - hanaulux 3003. It was stated the handle has broken off. There was no injury reported, however, we decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure may cause contamination or serious injury.

Event description:
On 11th march, 2024 getinge became aware of an issue with one of surgical light - hanaulux 3003. It was stated the handle has broken off. There was no injury reported, however, we decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure may cause contamination or serious injury.

Manufacturer narrative:
The correction of b5 describe event and problem deems required. This is based on the internal evaluation. Previous b5 describe event and problem: on 13th march, 2024 getinge became aware of an issue with one of surgical light - hanaulux 3003. It was stated the handle has broken off. There was no injury reported, however, we decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure may cause contamination or serious injury. Corrected b5 describe event and problem: on 11th march, 2024 getinge became aware of an issue with one of surgical light - hanaulux 3003. It was stated the handle has broken off. There was no injury reported, however, we decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure may cause contamination or serious injury. The correction of h3a device evaluated by manufacturer, h3b device not eval provide code, h3c if other provide code - explain fields deems required. This is based on the internal evaluation. Previous h3a device evaluated by manufacturer: no. Corrected h3a device evaluated by manufacturer: yes. Previous h3b device not eval provide code: device evaluation anticipated, but not yet begun. Corrected h3b device not eval provide code: n/a. Getinge became aware of an issue with one of surgical light - hanaulux 3003. It was stated the handle has broken off. There was no injury reported, however, we decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure may cause contamination or serious injury. Based on the information collected, it was established that when the event occurred, the surgical light did not meet its specification and in this way the device contributed to event.it is unknown if claimed device was or was not being used for patient treatment or diagnosis when the event took place. As stated by subject matter expert at the manufacturing site, this incident is probably due to repeated excessive torques (> 100 n), or to mechanical shocks. We remind users that the light head must be gently manipulated. We also recommend checking if the cleaning products and processes for this operating room are conform to maquet recommendations. Getinge shall continue to monitor for any further events of this nature and does not propose any further action at this time. The device reference number for the medical device referred to in this medical device report cannot be verified, and therefore, no UDI number can be provided.